Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Insulin pump's down button and keypad are ok and light works properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump alarmed button error. The button for the light is not working either. Customer's blood glucose was 174 mg/dl. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.